Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery, then motor error, during a bolus attempt. The blood glucose reading was 285 mg/dl. The customer stated that she changed everything, and the insulin pump delivered insulin, but then it stopped again. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.